Event description:
It was reported that the pump was implanted in 1990 and it ran normally until 12/17/97, when the pump could not be refilled. The pump was explanted and there were no pt complications.